Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: non biosense webster, inc. - st. Jude medical mullins performance 8.5 french sheath, carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: unknown, serial #: unknown. Smartablate pump, model #: unknown, serial #: unknown. Soundstar catheter, model #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a tamponade was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient was stabilized and transferred to the coronary care unit (ccu) for observation. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with an unspecified needle and a st. Jude medical mullins performance 8.5 french sheath. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter during the event. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.